Manufacturer narrative:
This supplemental report is being submitted as an unused product sample from a different lot# 6192730r001 was returned for evaluation. After review of the returned product sample and detailed a batch review, no discrepancies were found. There is not enough information to conclude the product did not meet specification and perform as intended as the actual product was not returned. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Based on an assembly batch record review, it was revealed that all relevant tests were performed during the manufacturing process and the final product release inspection performed had met requirement. No nonconformity of this nature has been registered during the production of this lot. No other conclusion could be drawn without performing the testing on the product. Should the sample with regards to the complaint be available at the later stage, we will re-open the files for investigation; no further actions are required. Additional patient/event details have been requested; however, no further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Note: there are two cases associated with this complaint. A separate FDA form 3500a has been completed for the known device associated with this complaint. (B)(4).

Event description:
It was reported the endotracheal tube was shorter by 0.4cm-0.5cm and that every 1cm graduation was actually less than 1cm. This occurred with an unknown number of devices. There were no reports of adverse impacts to the patients. No additional information was provided.